Event description:
The patient's wife reported charging problems between the implant and the external equipment. A boston scientific representative performed device eval. The problem was confirmed. Explant surgery has been recommended.